Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2022-00240, a damaged component (broken fiber) was found that was unrelated to the reported alarm, gas loss in iab circuit & alarm, check iab catheter & leak, blood in tubing failure mode. There was no patient involvement.

Manufacturer narrative:
Event site postal code: (B)(6). The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned non-maquet sheath. The pressure tubing was also returned. The extracorporeal tubing was returned cut at 34.3cm from the rear of the y-fitting. A catheter tubing/inner lumen/sheath kink was observed at approximately 50cm from the iab tip. At this same location, the optical fiber was found to be broken. An additional catheter tubing kink was also observed at approximately 76.2cm from the iab tip. Lastly, an inner lumen break from a severe kink was observed at approximately 24.4cm from the iab tip. The evaluation confirms the presence of a broken optical fiber as an "as analyzed" failure from a severe kink. Reference complaint #(B)(4).

Event description:
N/a